Event description:
It was reported that the patient experienced symptoms of dysphotopsia in both eyes, halos and glares. Symptoms of dysphotopsia were reported to be present since post-op day one and progressively worsening. In addition, patient reported to be having trouble with intermediate vision loss. This report is being submitted with the information regarding the patient's right eye. Another report will be submitted with information regarding the patient's left eye.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.